Event description:
The customer reported that the ventilator gave a low o2 inlet error and o2 calibration error.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and duplicated the reported issue. Calibrated o2 inlet pressure and o2 blender. Calibrated flow transducer for low volume problem. Performed ventilator testing, the device operates to specification.